Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted in the patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported pericardial effusion was related procedural conditions. The reported patient effect of pericardial effusion as listed in the mitraclip ntr/xtr instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed on the first implant to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 4 primary mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to less than 1. There was no difficulty with visualization and no difficulty removing the clip delivery system from the patient. Approximately 1.5 hours after the mitraclip procedure, the patient developed a pericardial effusion. Pericardiocentesis was performed and the patient stabilized and recovered. The hospitalization was prolonged by one extra day. No additional information was provided.